Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, it was not possible to push the blade till the end of the reload. The device jammed during cutting. The device jammed shut. The handle could be squeezed and the staple deployed. The staple partially deployed but was stuck in then end of the stapler. The device partially cut and staple the tissue. This happened after application on tissue. There was no extension of surgery time, no bleeding. The tissue was damaged. Another device was used to complete the procedure. Suture was used to reinforce. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.